Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low readings when scanning the adc freestyle libre sensor. On (B)(6) 2021, the customer obtained a sensor scan of "5 and 7." On (B)(6) 2021, no scans were reported however the customer woke up on (B)(6) 2021 and experienced feeling sick, chest pain, vomiting, and was unable to treat themselves. The customer reported treatment by both non-hcp and hcp and was brought to the hospital by emergency services in a diabetic coma. The customer was provided with insulin (dosage unknown) for treatment. There was no report of death or permanent injury associated with this event.